Event description:
The customer reported indeterminate (ind) flags and discrepant troponin I (access accutni+3) patient results, involving the unicel dxc 600i synchron access clinical system. The customer reanalyzed the patients' samples, on an alternate dxc 600i system, and produced reportable results. The original results were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The patients' samples were collected in 13x75 mm heparinized plasma tubes and centrifuged at 3,500 rpm (rotations per minute) for ten minutes. The customer indicated the samples were clear with no abnormalities. The samples were analyzed through the closed tube aliquotter (cta). Level 1 quality control (qc) was out of range prior to and at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) adjusted the mixer speed from 2,480 to 2,500 and adjusted ultrasonics from 188 vac to 197 vac. The fse proactively replaced the precision pump seals, o-rings and drive belt. The fse calibrated the incubator belt and alignments. While performing verification testing, the fse noted calibration failed due to s0 %cv (coefficient of variation). The fse performed passing system check and high sensitivity system check. The fse noted intermittent erratic mixing from the ultrasonics transducer and replaced the transducer tubing with the new style connecter and tubing. The fse proactively removed the analytical module and cleaned the track and wash wheel. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware, associated with the transducer tubing, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.